Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump alarmed with no delivery. The patient's blood glucose was 500 mg/dl but he treated with a manual insulin injection. Troubleshooting was declined for the no delivery alarm, and the customer was advised to call whenever the alarm occurs. No products were shipped or returned.